Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer called into technical support (ts) reporting that the device failed during patient use. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4: 30apr2021. B4: 30apr2021. H11: the issue was discovered prior to patient use and the device was switched out with a different device to use on the patient. There was no adverse reaction from the patient involved and did not interrupt therapy. The device failed due to power cord not being plugged in properly. The reported problem was traced to user error. Technician also observed front bezel was not working and battery indicator was not functioning. The device was brought down for service because it would not turn on. The power cord was not properly connected causing the battery to be depleted. The fse replaced the battery to resolve reported problem. It was determined to be a user error. The device passed required performance verification tests per philips standards and is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08apr2021 b4:(B)(6) 2021 the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped. Per good faith effort, it was noted that there was no adverse reaction from the patient involved and did not interrupt therapy. The unit failed due to the power cord not being plugged in properly. The technician also observed the front bezel was not working and was replaced. The battery was replaced to resolve the reported problem. The issue was traced to a user error. The device passed required performance verification tests per philips standards and is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.